Manufacturer narrative:
The manufacturer previously reported an allegation of a valve failure. Upon evaluation, the issue could not be confirmed. The solenoid valve was installed on the pil trilogy evo stb and subsequently tested on the pil trilogy evo multifunctional test station. During testing, the solenoid underwent aecm verification and aecm solenoid current verification at both pre-test and post-test stages. The solenoid passed all tests without any issues. Based on the successful verification results, pil concluded that the solenoid valve operates as designed and no failure was detected.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device was found to fail the active exhalation verification: pilot: difference test. The device will require going to the bench for repair. The fault could be with the system pca due to a faulty pressure sensor, valve or the tubing going from the port. A follow-up report will be submitted when the manufacturer's investigation is complete.